Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 869-021,510k # k040962 and UDI (B)(4) is cleared in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative lumbar kyphoscoliosis (dlks) please describe the type of procedure or technique used: pedicle subtraction osteotomies (pso) at l3+ posterior spinal fusion (psf) at t9-s2 levels implanted: t9-s2 it was reported that on unknown date, post-op, the implanted rod broke. The patient underwent revision surgery where rod replacement and reinforce with mrc was done. No fragments of the implant remained in the patient. It was unavailable whether there were any patient symptoms of complications due to this event.

Manufacturer narrative:
X-ray review results: post-op x-rays for t9-s2 fusion show unilateral rod fracture on lumbar region. Interbody grafts are present at this level, fusion status is unknown. If information is provided in the future, a supplemental report will be issued.